Event description:
A customer contacted beckman coulter inc. (Bec) regarding false positive rf results generated by the immage 800 immunochemistry system. The results were generated using rf reagent m106133. The customer indicated that about 40 patients without clinical indication for elevated rf gave results of 20-22iu/ml with this reagent lot. There was no affect to patient with regard to this event.

Manufacturer narrative:
Per customer, no sample issues were noted. No sample information was provided to bec. The calibration and qc results provided by the customer were acceptable. No issues were noted with other chemistries. No system errors were noted. A clear root cause for this event is unknown but appeared reagent related. This report documents the results generated on (B)(6) 2011. MDR# 2050012-2011-08457 has been submitted to document the results generated on (B)(6) 2011.